Manufacturer narrative:
The product return has been requested several times and has yet to be received. Although requested, data are missing to properly assess the causality assessment such as outcome, medical history, action taken and description of the event. The lot number is not known. The device history record review cannot be performed at this time. The investigation is underway.

Event description:
A user facility in china reports that during the operation, the vitrectomy head suddenly stopped cutting, but could still aspirate normally, causing excessive traction on the patient's retina, leading to mild detachment.

Manufacturer narrative:
The evaluation is completed. One opened pack was returned. The vit cutter is loose in the pack tray and is tangled and wadded up with the other tubing assemblies. The tip protector was not received. The needle is bent. The port window is in the opened position. There is dried solution and particulates visible on the outer needle shaft. There is cloudy white fluid in the tubing. This assembly looks used. The back cap is aligned correctly with the vent hole on the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter is clogged and will not aspirate, preventing cutting though the inner needle was moving as it should. Further testing was performed by removing the aspiration tubing from the back of the cutter and placing it in a beaker of water. The aspiration tubing is not blocked as the water was vacuumed out of the beaker, verifying that the blockage is in the vit cutter. Due to evidence of use, the cause of the blockage cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.